Event description:
A report was received that the patient had an infection at the pocket and midline incision sites. Patient's symptoms include fever, nausea, pain, redness and swelling. The physician believed that the infection was procedure related and not device related. The physician put a peripherally inserted central catheter line and intravenous antibiotics were administered. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.